Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2020, the legion rev tibia baseplate sz 2 right ((B)(4)) became loose due to sepsis, so on (B)(6) 2021 a revision surgery was performed to remove the legion rev tibia baseplate sz 2 right ((B)(4)), the genesis ii constrained articular insert size 1-2 18mm ((B)(4)), the legion cobalt chrome constrained femoral size 4 right ((B)(4)) and the legion pressfit stem 14mm x 160mm ((B)(4)). Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the information provided, the clinical root cause of the reported device loosening was due to sepsis. The root cause of the unspecified sepsis infection cannot be definitively concluded. However, it was reported the ¿patient had a tooth abscess that was not treated.¿ the patient impact was reportedly sepsis, loosening of the device, and the revision. The patient¿s current health status is ¿fairly good." Without the requested clinical information, further patient impact cannot be determined, and no further clinical medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and loss of sterility. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.